Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and high threshold measurements on the right atrial (ra) channel. The crt-d was reprogrammed and remains in service. No adverse patient effects were reported.